Event description:
The customer reported that his laboratory performed the n antigen testing on a donor who historically tested negative and has never tested positive for the n antigen. When the seraclone anti-n was used for testing this donor, the result was (2+) positive. The donor sample was sent to a reference laboratory to be tested and it also tested negative. The customer was neither able to send us a patient sample nor a sample of the allegedly defective lot of seraclone anti-n. Therefor our quality control laboratory is re-testing with the retained sample of this very lot. Testing is still ongoing. As soon as we'll get the test results from our quality control laboratory, we will send in our final report on this incident.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that his laboratory performed the n antigen testing on a donor who historically test negative and has never tested positive for the n antigen. When the seraclone anti-n was used for testing this donor, the result was (2+) positive. The donor sample was sent to a reference laboratory to be tested and it also tested negative. The customer was neither able to send us a patient sample nor a sample of the allegedly defective lot of seraclone anti-n. Therefor our quality control laboratory re-tested the retained sample with different n positive and negative red cells. All positive and negative reactions were correct. We did not observe any false positive reactions. Testing by our quality control laboratory confirmed the allegedly defective lot of seraclone anti-n functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected negatively the quality of the allegedly defective lot. We have no further complaints related to this lot.

Manufacturer narrative:
This is our final report on this incident.